Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low battery alarm, and that at one point he did not have any insulin in the tubing. The customer went through his settings with his doctor and determined that the insulin pump was working as designed. The customer's blood glucose reading at 5am was 147 mg/dl, and was 347 mg/dl at 7am because he had an energy drink. However, the customer stated after correcting for the high blood glucose reading and accidentally over delivering a dose while filling the cannula, his blood glucose reading went low to 44 mg/dl. The customer performed troubleshooting for the low battery alert and did not find any issues. The customer was sent a replacement battery cap and was advised to monitor the insulin pump.